Event description:
New epidural kits have hub that becomes disconnected easily. We have had multiple instances where the distal end of the epidural catheter became disconnected from the hub. Subsequently the distal portion of the catheter had to be cut off, and then an entire new kit had to be opened to replace just the hub.